Event description:
It was reported that a loss of telemetry monitoring occurred for eight (8) pts due to an apparent network communication failure between the cic (central station) and the carescape telemetry system. After approx one hour without monitoring, the pts were placed on dash bedside monitors. No injury or delay in treatment was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted once investigation results are available.